Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 5 months post implant of this 29 mm aortic bioprosthetic valve it was found to have severe aortic insufficiency. A valve-in-valve procedure was attempted but aborted. The physician indicated the patient will be scheduled for a surgical valve replacement in the future. No additional adverse patient effects were reported.